Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in emergency room after a successful shocks. Upon on reviewing session records, there was some oversensing on the rv lead. Abbott technical support indicated that noise was seen on ventricular channel indicating a potential lead issue. Lead damage was suspected. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.